Manufacturer narrative:
A third party service agent evaluated the customer¿s device and verified the reported issue. The issue was isolated to the therapy pcb assembly. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, a third-party service agent observed that the device was delivering a monophasic energy output instead of a biphasic output. As a result, the incorrect defibrillation therapy may be delivered. There was no patient use associated with this event.

Manufacturer narrative:
Additional information: the customer was provided with a quote for the device repair. However, the customer was contacted numerous times to see if they would accept the quote and have their device repaired, but no response appears to be forthcoming. The device has not been returned to stryker for further evaluation, therefore the cause of the reported issue could not be determined. Section h10 and/or h11 of the initial medwatch report (MFR report #0003015876-2023-00548) indicates: additional mfg narrative ¿ the initial mir reference no. (B)(4). Section 4 mfg preliminary analysis indicated: a third party service agent evaluated the customer¿s device and verified the reported issue. The issue was isolated to the therapy pcb assembly. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Section h10 and/or h11 of the initial medwatch report (MFR report #0003015876-2023-00548) should indicate: additional mfg narrative ¿ a third party service agent evaluated the customer¿s device and verified the reported issue. Tryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, a third-party service agent observed that the device was delivering a monophasic energy output instead of a biphasic output. As a result, the incorrect defibrillation therapy may be delivered. There was no patient use associated with this event.